Event description:
It was reported by repair work order that both latching spindles are sagging, causing the siderails to intermittently not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.